Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.